Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient arrested during the subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure, however, recovered and was discharged the next day. On the way out of the hospital, the patient noted some shortness of breath and subsequently suffered another cardiac arrest. It was reported the patient did receive a shock. A review of the patient's rhythm retrieved from the device memory noted heart rates in the 80-90 bpm range with a decrease to below 50 bpm prior to being detected. The event itself exhibited rates around 100-120 bpm range, but due to the agonal morphology was oversensed and then treated with a shock. It appears the shock did not resolve the agonal rhythm. The patient expired one day later. The field representative did not have any information regarding the exact cause of death.